Manufacturer narrative:
Per the surgeon the cause of the postoperative infection is most likely related to the mesh being placed in a contaminated environment. However, a definitive conclusion cannot be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Note, the date of implant is estimated as only the month/year were provided. Should additional information be provided, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported that in (B)(6) 2018 the patient underwent the repair of multiple ventral hernias and a colostomy reversal procedure and was implanted with a bard phasix mesh as an underlay. As reported, postoperatively, the patient developed an infection above the fascia and had a surgical drain placed to remove the fluid. The surgeon reported he believes the cause of the infection was due to the mesh being placed in a highly contaminated area involving the colon (colostomy reversal). The surgeon stated he is not planning to remove any of the mesh and is going to allow for the mesh to resorb. The patient is being treated with antibiotics at this time.